Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their sensor was giving an alert to change sensor. The customer also reported getting high blood glucose of 510 mg/dl which was treated through their back-up plan. The customer completed troubleshooting for high blood glucose readings and watertight tester procedure which passed. Customer declined performing high pressure test. Sensor is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08715 inches. The insulin pump was programmed with test guardian 3 link and a test plug. The insulin pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated to the programmed test value, 240 mg/dl and 242 mg/dl, properly and displayed correctly on the display graph. The insulin pump was then programmed for auto mode. The display showed the calibrate your sensor alarm, 130 mg/dl, properly after completion of the auto mode warm up. The insulin pump sensor feature and the auto mode connection are working properly. No sensor related errors or anomalies were noted. (B)(4).